Event description:
It was reported that a cartridge alarm occurred during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer switched to a backup insulin pump, and technical support arranged to replace the defective pump.